Event description:
It was reported the patient experienced discomfort in the generator pocket site. The healthcare provider (hcp) thought it was due to her sitting and leaning on that side, therefore attempted to move it from the buttock to her abdomen. The plan for the operation was to attach additional extensions to the two implanted leads. There was no noted issue with the existing extension. It was stated "when the hcp wiped the tail of the returned extension, a third of the tail came off. The hcp attempted to retrieve the extension but it was too close to the spine to continue." The hcp sent the patient to a surgeon for a revision consult. Additional information was requested, and if received a supplemental report will be filed.

Event description:
It was further reported that the patient underwent revision on (B)(6) 2013. A new lead and stimulator were implanted. A company representative met with the patient on (B)(6) 2013 and reported she was received excellent stimulation. The patient was "thrilled" with the surgical results.

Manufacturer narrative:
Product ID 3708120, serial # (B)(4), implanted: (B)(4) 2012, explanted: (B)(6) 2013, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, explanted: 2013-03-15 product type extension product ID 3708340 lot# serial# (B)(4) implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 37092, lot # 270800001, implanted: (B)(6) 2011, product type accessory; product ID 3998, lot # v069647, implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial # (B)(4), product type recharger. (B)(4). Analysis of extensions (sn: (B)(4)) showed no anomaly found analysis of the extension (sn: (B)(4)) showed that the #5, 6, and 7 connector sleeves were broken off at the proximal end due to overstress damage.

Event description:
It was further reported that the patient was scheduled for a revision on (B)(6) 2013. Additional information regarding outcome was requested. If received, a follow up will be sent.

Manufacturer narrative:
(B)(4).